Event description:
The patient's mother reported (B)(6) 2013 her son's blood glucose, carbohydrate intake and insulin history is as follows. On (B)(6) at 3:30 am she tested for ketones and they were present. He vomited twice so she decided to called his doctor, who advised her to take him to the emergency room. Upon arrival he was diagnosed with a stomach virus and he was placed on an intravenous drip with fluid, insulin and nausea medication. The pod was removed and discarded. He was later released for the emergency room.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.